Event description:
Additional information received reported that the patient¿s ¿last stimulator lasted 2 to 3 years.¿ it was noted that the manufacturer¿s records indicated the implantable neurostimulator (ins) had lasted for about 5 years.

Event description:
It was reported the patient had no stimulation sensation for the past 2 days. The patient was unable to adjust stimulation and the patient programmer showed the "call your doctor" icon and elective replacement indicator (eri) message. It was later reported the patient had seen the eri message 3 times. The patient still was not feeling stimulation. No patient falls or traumas were reported. Impedance measurements were performed and all impedances were over 10,000 ohms. It was noted when the manufacturer representative read the patient¿s device with the physician programmer the eri message was no longer seen and the battery was listed as "ok." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# l64501, implanted: (B)(6) 1999. Product type: lead: product ID 3887-33, lot# l64501, implanted: (B)(6) 1999. Product type: lead: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).